Manufacturer narrative:
The customer was contacted for return of the device. The customer indicated that the device will not be returned to zoll for evaluation. The customer confirmed that resetting a flex cable resolved the malfunction and the device was returned to service.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device's pacer output continued to reset to zero. Complainant indicated that there was no patient involvement in the reported malfunction.